Manufacturer narrative:
Results: the returned velocity was fractured at approximately 53.0 cm from the hub. The device was kinked at approximately 52.0 cm and 57.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a fracture. Further investigation revealed kinks near the fracture site. If the device is forcefully advanced through the parent device at extreme angles, it may become kinked. If the kinked device is further manipulated, the kink may worsen to a fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, the physician made a pass using the velocity with a neuron max 6f 088 long sheath (neuron max) and a non-penumbra stent retriever. While attempting to make another pass, the velocity broke in half while inserting into the neuron max and, therefore, the physician successfully pulled and removed the broken velocity. The procedure was completed using a new velocity with the same neuron max and stent retriever. There was no report of an adverse effect to the patient.